Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the customer has been having issues with the sensor giving inaccurate readings, as his meter reading and insulin pump were not the same. Customer stated due to the inaccurate reading of the sensor the customer experienced a seizure and fell down due to low blood glucose of 32 mg/dl and the device was showing a sensor reading of 130 mg/dl. Troubleshooting was performed on the insulin pump however not on the sensor. Customer is not returning the sensor for analysis.